Manufacturer narrative:
The devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps under infused propofol on patient's being intubated. This was further described as "the bolus of propofol would be programmed and within several minutes the patient would not respond and become agitated, needing to be restrained by staff while waiting for the "prn" dose to be drawn up". There was no information provided regarding patient outcome. No further information is available.